Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient inserted a new infusion headset into his abdomen, and he did not observe any difficulties. Five hours after the headset was inserted, he observed insulin leaking and experienced hyperglycemia. When patient removed the headset, the teflon cannula was missing. Infusion set was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional details were provided.